Event description:
It was reported that during a breast biopsy procedure, the device did not deploy from the marker. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Tip sheared. The device was received with the introducer tube sheared off at the distal tip and the collagen plug was missing. The marker sleeve was also detached from the handle. The deployment feature of the marker could not be verified due to device's receiving condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis.